Event description:
It was reported that "there are times when patient plugs in t slim to charge and the pump does not charge." There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.